Event description:
Event description boston scientific received information that jpre-implant, this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The device was reportedly cold. After warming it up and device still was at eri and the monitorin voltage was 3.09.